Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a pegasus bl 22ga x 0.75in. The following information was provided by the initial reporter, "there was foreign matter on the tip of needle when nurse took off the needle cap."

Event description:
It was reported that foreign matter was found before use with a pegasus bl 22ga x 0.75in. The following information was provided by the initial reporter, "there was foreign matter on the tip of needle when nurse took off the needle cap."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8262406. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. During the evaluation of the submitted device our engineers were unable to identify an foreign material. Unfortunately without the ability to observe the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review.